Event description:
A minimally invasive surgery on the thoracolumbar spine for a posterior spinal fusion (psf) of vertebrae t10-l2, due to a tumor at t12 and its resection, with intended placement of 9 spine screws bilateral for fixation, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeons: - with the patient in prone position attached the navigation reference array on the right pelvis with two schanz pins. - acquired an intra-operative o-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the navigation accuracy to proceed. - used the navigated drill guide 3.2mm with instrument position display on the patient scan to determine screw trajectories, and prepared the left side of the t10 and t11 vertebrae by drilling pilot holes through the navigated drill guide. - inserted k-wires navigated through the drill guide into the pilot holes. - calibrated a non-brainlab tap and a non-brainlab screwdriver to the navigation, threaded the pilot holes with the tap and placed the spine screws into the pilot holes following the k-wires at left t10 and left t11. - when approaching the right patient's side, re-checked the navigation accuracy and determined the accuracy to be insufficient to continue. - decided move the navigation reference array from its current position and fixate it to the spinous process of t12. - performed a new intra-operative o-arm scan with automatic image registration to navigation, and determined from this scan that the 2 left t10 and t11 screws deviated by estimated 3-5mm shifted medial from their intended positions, and into the spinal canal. - verified the registration of the new scan and accepted the navigation accuracy to proceed. - decided to remove the deviating spine screws and k-wires left t10/t11, and re-placed them to their correct positions using the aid of navigation and the same navigated instruments as before. - placed the remaining intended spine screws using the same navigated method. - acquired an intra-operative verification o-arm scan and confirmed all placements to be correct. - removed the tumor at t12 using the navigation aid, completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of 2 of 9 spine screws (with k-wires) placed in the spine with the aid of navigation was detected by the surgeons before finalizing the surgery with an intra-operative o-arm scan, and the deviating placements were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of ca. 30min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and following spine screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the surgeon (treating clinician): - the deviation of 2 of 9 spine screws (with k-wires) placed in the spine with the aid of navigation was detected by the surgeons before finalizing the surgery with an intra-operative o-arm scan, and the deviating placements were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of ca. 30min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of 2 of 9 spine screws (with k-wires) placed with the aid of navigation in the left side of vertebrae t10 & t11 by estimated 3-5mm shifted medial from their intended positions, is: - movements of the patient anatomy during the scan with automatic image registration of the anatomy to navigation, caused by e.g. Breathing, due to the anatomy not being sufficiently rigid as required and instructed by brainlab in between the location the navigation reference array was attached to (right pelvis) and the affected vertebrae (t10 & t11) operated on. This resulted in an inaccurate anatomy location registration to the navigation. There was a significant length of the spine in between the pelvis and the thoracic region, involving multiple vertebrae connected by joints adding up movability, additionally there was a tumor present in between at vertebra t12, further reducing the rigidity of the bony anatomy of the patient. Apparently, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization, was not recognized by the user with the necessary navigation accuracy verification of the registration, after draping, and throughout the surgery before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.